Event description:
It was reported that the device had a "cassette error when latch is closed". There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: product received date 9/26/2024. H3: one device was received for evaluation. Visual inspection found a lifted downstream and upstream occlusion. Review of the event history log showed multiple downstream and upstream alarms along with cassette errors. A functional test was performed and the reported issue of cassette error was duplicated; however the alarm/error code was not confirmed. It was determined that the cause was due to the downstream occlusion sensor/seal. As a result, the downstream occlusion sensor/seal, upstream seal, air in line sensor, motor, latch lock flex sensor, and printed wiring assembly board were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.